Event description:
Loose clips were found not closed in the abdomen of the pt.

Manufacturer narrative:
One ref 1002 m/l-10 clip applier was returned, decontaminated and investigated. The returned clip applier was received with the jaws apart and trigger in the home position. The trigger operated freely and the device appeared to be in good mechanical condition. The jaws were measured and found to out of specification. The damaged found is consistent with mishandling. Although damage was found, the root cause could not be determined.